Event description:
All electrical function of intraaortic balloon pump suddenly stopped. Nurses immediately plugged it into another electrical outlet, the pump functioned again for approximately 3 minutes and shut down again. It was immediately removed from pt and replaced.